Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). A visual examination of the returned complaint device found that the catheter had several kinks and was stretched in three sections. It was also noted that the guidewire was kinked and unraveled at the distal side. The balloon was found detached from the rest of the device. Dimensional examination was performed to the outer diameter (od) of the catheter, and was measured in three sections; distal, medium and proximal. The three sections were within specification. This failure is likely due to factors encountered during the procedure, such as handling of the device, the technique used by the physician, the interaction between the balloon and the scope, and normal procedural difficulties encountered during the procedure could have possibly affected the device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure and the device had no influence on event. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noticed that the catheter would not advance through the scope. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon was found detached; therefore, this is now an MDR reportable event.